Event description:
Patient reported to the ae assessor that the v-go needle released prematurely. Patient was not able to provide her blood glucose values from those events but did state that when she recognized there was an issue, patient applied a new v-go device. Patient has discarded the v-go device in this report.